Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the manufacturing records was completed for the incident lot and no issues were identified. As there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported that 6 bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, 35 tubes had printing defects on the labels, 6 tubes were "dirty", and 9 tubes had air bubbles in the gel. All defects were found before use. The following information was provided by the initial reporter, translated from japanese to english: "fm in gel x6, defective marking x35, dirty tube x6, air bubbles in gel x9".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd vacutainer® sst¿ blood collection tubes had foreign matter in the gel, 35 tubes had printing defects on the labels, 6 tubes were "dirty", and 9 tubes had air bubbles in the gel. All defects were found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm in gel x6. Defective marking x35. Dirty tube x6. Air bubbles in gel x9."